Event description:
Customer reported that the numbers on the insulin were scrolling when attempting to bolus. Customer replaced the batteries and received a battery error. Customer stated that the insulin pump was now frozen and not functioning. Customer stated that they live in a humid environment and their blood glucose readings were 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No frozen screen noted. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.